Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging a power issue with the pump. The patient claimed that the pump rebooted after receiving a loss of prime warning. The patient did not allege any harm or injury because of the alleged issue. The alleged issue was not resolved with troubleshooting. The patient was unable to secure the battery cap to the pump and the yellow o-ring remained visible. There was no visible battery compartment or battery cap damage. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump was returned to animas on (B)(4) 2012 and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap was found to have stripped threading. The pump was exercised for 24 hours with a test cap with no further power issues occurring. Cracks were observed in the display lens.